Event description:
It was reported that approximately one month following the implant of this cardiac resynchronization therapy defibrillator (crt-d) system, the patient who was enrolled in the (B)(6) study, presented to the emergency department. The patient experienced ventricular tachycardia (vt) and went into cardiorespiratory arrest. The patient was hospitalized and died 6 days later. Cause of death was requested and not received. High/unstable thresholds were reported. No autopsy was performed. No save to disk was available.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. The patient's past medical history was significant for syncope due to known vt, ablation, sustained monomorphic vt and right bundlebranch block. Concomitant products: d364trg cardiac resynchronization therapy defibrillator (crt-d) implanted: (B)(6) 2011; 694765 implantable tachy lead, implanted: (B)(6) 2011; 429688 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).